Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. In (B)(6) 2011, the patient underwent percutaneous transluminal coronary angioplasty. The 3.0x25mm, 95% stenosed target lesion was located in the proximal left anterior descending (lad) artery. The lesion was pre-dilated and the 3.0x28mm taxus element stent was implanted and post-dilated resulting in 10% residual stenosis. Patient was discharged on dual antiplatelet therapy. Bsc case review determined that a stent fracture occurred following the post-dilation of the implanted stent. No patient complications were reported. Patient 30 day post procedure follow-up was completed with not reported issues.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was further reported that following pre-dilation and prior to stent placement a grade b dissection occured which did not require additional intervention. Further bsc case review determined that stent fracture did not occur, however stent deformation occurred following dilation of a side-branch lesion.

Manufacturer narrative:
(B)(4).